Event description:
Boston scientific crm received information that this patient was recently implanted with a new iis-1 header device which was interfaced to this 3.2lp chronic right ventricular lead. The caller was inquiring about if an issue was to arise, how would it present itself clinically. Impedance measurements were noted to be 100 ohms which had remained unchanged since 1992. Most recently, device evaluation noted the lead safety switch (lss) had been triggered on the associated pacemaker due to out of range impedance measurements. Impedance was 1400 ohms in bipolar configuration.

Manufacturer narrative:
A boston scientific crm technical services consultant discussed the clinical observations with the caller. The caller expressed concern regarding the possibility of blood in the header of the associated pacemaker. The plan is to reprogram the lead to unipolar configuration and continue to monitor the patient.